Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Internal inspection found the device was affected by fluid ingress. The main printed circuit board (pcb) will be replaced. The board was scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.